Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was advised by customer technical support to plug the wall adapter into a working outlet and wait at least 30 consecutive minutes to see if the pump would begin charging. Upon follow up, technical support confirmed this resolved the issue.